Manufacturer narrative:
It was reported that the patient's incision site did not heal properly and is infected. Revision surgery is planned to wash out the joint and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient's incision site did not heal properly and is infected. Revision surgery is planned to wash out the joint and exchange the poly inserts.